Event description:
During a colon resection the mcl20 misfired several clips. The clips fell off the structure clipped. The case was completed with another mcl2o. There was no consequence to the pt. 1/2/97 the surgeon responded to the nncl. The surgeon stated the clips would either fall off of the vessel or would not close all the way when applied. This results in bleeding when the clips fell off. The surgeon stated when ligating a vessel, it is clamped, clipped on both sides, and then tied on the pt's side of the vessel. Another clip applier was opened to complete the case and worked fine.